Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emt's arrived they tested the consumer on their unk brand of glucose meter getting a result of 56 mg/dl. The consumer's friend tested the consumer on the nova max link meter within minutes of the emt's test getting a result of 112 mg/dl. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.